Manufacturer narrative:
Additional patient information: patient height reported as 5 feet 8 inches. Exact date of onset for postoperative pain and cellulitis is unknown; however, it was approximately six (6) dates postoperative. This report is for two (2) unknown locking plates. The complainant part has not been explanted. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a right-sided tibia/fibula fracture open reduction internal fixation (orif) procedure involving two (2) locking plates, approximately seventeen (17) screws, and a transfixion pin on (B)(6) 2014. The patient experienced significant pain six (6) days post-operatively and was treated for cellulitis at the operative area. Upon follow-up x-rays, which were taken on (B)(6) 2014, it was discovered that five (5) screws had broken. The patient continued to experience ongoing pain and difficulty ambulating. As a result, additional x-rays were taken which showed that twelve (12) additional screws had broken. In (B)(6) 2015, the patient was told after having a three (3) stage bone test that the fracture had not healed. The patient continues to experience right lower extremity pain and has difficulty ambulating. (Note: the patient developed significant pain and was treated for cellulitis at the operative area within six (6) days of the original surgery. Although there was no reported malfunction associated with the locking plates, they cannot be disassociated from the reported events. Therefore, it was determined on (B)(6) 2016 that a separate report form will be submitted for the plates as a correction to their previous complaint categorization of "concomitant.") This report is for two (2) unknown locking plates. This report is 1 of 3 for (B)(4).